Manufacturer narrative:
Part was received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported the nav ring does not work. There was no patient involvement. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved.